Manufacturer narrative:
(B)(4). Date sent 12/12/2024. D4 batch # unk. B3: only event year known: 2024. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿did not clip properly¿? Was the ostomy planned? Or was this a result of the device malfunction? What was the tissue thickness? What did the staple formation look like after the firing? Was there any difficulty firing the device? Did the device have trouble closing? Were there malformed staples? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon procedure the surgeon said when using the stapler, it did not clip properly. They ended up doing an ostomy.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. Additional information was requested, and the following was obtained: what is meant by "did not clip properly"? Staples after firing didn't form b shape, remained in "goal post" formation. Was the ostomy planned? Or was this a result of the device malfunction? Ostomy was planned per surgeon. What was the tissue thickness? Surgeon indicated that tissue fell under normal thickness range. What did the staple formation look like after the firing? Staples remained in "u" shape and did not form properly. Did the device have trouble closing? No difficulty closing the device. Were there malformed staples? Yes, the staples in the tissue were still in the "u" shape.